Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical sample was not available. The journal article contains images demonstrating an hour-glass like deformation of the stent inside the vessel which confirms that the stent adhered to the inner catheter stent brake during deployment which leads to a confirmed investigation result for expansion issue. The images could not confirm a failure to advance and difficult removal after the expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. Jacob j bundy, david s shin, mark h meissner, eric j monroe and jeffrey forris beecham chick (2021). Maldeployment of the venovo stent: a series of 2 documented instances. Journal of vascular and interventional radiology, 32(5):781-783. Doi: 10.1016/j.jvir.2021.02.003. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article "maldeployment of the venovo stent: a series of 2 documented instances", during deployment of a stent, a peripheral segment of the stent failed to release and self-expand. The stent deployment device could not be advanced or removed over the wire. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical sample was not available. The journal article contains images demonstrating an hour-glass like deformation of the stent inside the vessel which confirms that the stent adhered to the inner catheter stent brake during deployment which leads to a confirmed investigation result for expansion issue. The images could not confirm a failure to advance and difficult removal after the expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H10: g3 h11: h6 (method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported in an article "maldeployment of the venovo stent: a series of 2 documented instances", during deployment of a venovo stent, a peripheral segment of the stent failed to release and self-expand. The stent deployment device could not be advanced or removed over the wire. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported in an article "maldeployment of the venovo stent: a series of 2 documented instances", during deployment of a venovo stent, a peripheral segment of the stent failed to release and self-expand. The stent deployment device could not be advanced or removed over the wire. There was no reported patient injury.